Event description:
It was reported that the customer was hospitalized for low blood glucose levels. Troubleshooting revealed that the customer gave himself a bolus of 27.6 units prior to the hospitalization. The insulin pump was programmed correctly. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.